Manufacturer narrative:
On 29-oct-2025, bwi received additional information regarding the event. The physician acknowledged that his use of contact force was too high during qmode+ ablation. Catheter temperature did not rise over ~54°c during ablation and flow occurred normally. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The product investigation was completed. Device evaluation details: a picture was received for evaluation following johnson & johnson medtech (j&j medtech) procedures. According to the picture provided by the customer, only the settings screen of the carto 3 system was observed; however, the photo does not provided sufficient information related to the customer complaint regarding a steam pop, char and thrombus conditions. A manufacturing record evaluation was performed for the finished device on lot number 31430256l, and no internal action related to the reported complaint were identified. The customer complaint was not confirmed based on the picture received. Additionally, the device was returned to johnson & johnson medtech (j&j medtech) for evaluation. Following j&j medtech procedures, a visual inspection, irrigation, patency, temperature and impedance test of the returned device were performed. Visual inspection revealed no damage or anomalies on the device. The device was connected to the generator and an ablation cycle was performed and the device was found working correctly. Device tested in qmode and qmode+. No temperature or impedance issues were observed. An irrigation tests was performed and no issues were found. A patency test was performed, and the device was flushing correctly, no obstructed holes were observed. No irrigation issues were observed. The steam pop, char and thrombus/clot reported by the customer could not be replicated and observed during the product investigation; other issues or circumstances may have occurred during the use of the device that may have affected its performance. The loss of the reported char and thrombus/clot could be related to the decontamination process, or while the customer tries to flushing the catheter during the procedure, however, this cannot be conclusively determined. The potential cause of the issue cannot be established. The instruction for use (IFU) contains the following warnings and precautions: monitor the catheter tip temperature response throughout the procedure to ensure adequate irrigation. If temperature increases very rapidly during rf (radiofrequency) application, power delivery should be interrupted. The irrigation system must be rechecked prior to restarting rf application. Note: the displayed temperature represents the temperature of the electrode only, not the temperature of the tissue. When rf energy is interrupted for either a temperature or an impedance rises (the set limit is exceeded), the catheter should be removed, and the tip should be inspected for char/coagulum that may be present on the tip. If present, do not continue the procedure with the same catheter and replace the catheter. If no char/coagulum is present, flush the tip to ensure the irrigation holes are not plugged prior to reinsertion of the catheter inside the patient's body. The instructions for use (IFU) contain the following information: in the event of a generator cutoff (impedance or temperature), the catheter must be withdrawn and the tip electrode cleaned of coagulum, if present before rf energy is reapplied. A sterile gauze pad dampened with sterile saline may be used to gently wipe the tip section clean. Do not scrub or twist the tip electrode because damage to the tip electrode bond may occur and loosen the tip electrode. As part of johnson & johnson medtech quality process, all devices are manufactured, inspected, and released to approved specifications. As part of johnson & johnson medtech's quality process, all devices are manufactured, inspected, and released to approved specifications. This product issue will be addressed through the quality system. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation ablation procedure with a qdot micro¿ catheter and while ablating the posterior wall of the left atrium using qmode+, the physician suddenly reported noticing a steam pop. The medical team investigated the ablation data diagram of the latest rf (radio frequency) application and noticed that there was a very high force measurement over 70g due to the patient inhaling and the combination of heart and catheter movement. The physician checked the patient for pericardial effusion via echocardiography and there was no signs of pericardial effusion, and the patient's vital signs also remained normal. As a result, the physician continued the procedure by ablating on the anterior wall. After successful isolation of the pulmonary veins, he pulled out the ablation catheter and reported some charring on the catheter tip. There were no error messages that occurred. The physician stated that there was not much charring visible and that it was not excessive. However, while the physician didn't attest to the scale of the risk they also noted that charring on the left side of the heart is always a risk. The correct generator and catheter settings were selected. The act (activated clotting time) was over 300 s and measured every 20 minutes throughout the case. Heparinized normal saline was used for irrigation. No issues were identified with the carto settings, irrigation rate, or pump/generator settings. The procedure continued. No patient consequences were reported.